Event description:
Reporter stated he had cataract surgery with two different intra-ocular lenses (iol). On (B)(6) 2024 left eye. On (B)(6) 2024 right eye. The left eye was done first and came out "ok". Pt said " I went to the store later that day with my brother and everything started turning gray. My vision came back and it was 20/20 everything was fine. A month later, I had difficulties seeing, writing and even driving. It looks like I was seeing double cars. I cannot see. My vision is 20/50, and I am having eyes irritation I did my research and found that the doctor used old inventory in my eye. He used acrysof instead of clareon lenses. This is proven by the model and lot numbers. I have been to other professionals who told me the same thing. I have contacted the surgeon office many times but they kept telling me to wait six weeks. It is going on a year and this is not normal." Patient reported there was a recall in 2020 on the lot number 15768166 that went into the left eye. The issue involve a preloaded delivery system called ultrasert preloaded delivery system. The company discover that some lenses were mislabel. Potential risk include: implant with wrong prower, refractive error, leading to blur or decrease vision. It is import to know that this was a class two device recall meaning exposure to the product may cause reversable adverse health consequences. Hecc: 2137, 4802, 4803. Dpc: 4001, 1420. Reference report mw5176220.